Manufacturer narrative:
Final analysis found the device was in backup vvi mode due to bit flips. Automatic software download could not be performed due to high internal battery impedance. After product code download normal device function resumed; the backup vvi mode did not reoccur despite extensive testing. The root cause of the bit flips could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacemaker dependent patient presented in clinic for follow-up complaining of not feeling well for two weeks. Device interrogation revealed the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2016. The patient's condition was good post procedure.